Event description:
An orthopaedic surgeon at facility reported that some pts had pressure symptoms in the back and leg after having the gel (adcon-l) administered. The pressure disappeared after the gel was aspirated. A pt developed a recidivate cartilage disk. The pt required 4 operations. A "hole" in the disk did not heal.

Event description:
The surgeon reported to the sponsor on 1/2001: (1) 2 cases of increasing sciatica post-operatively suspected as hematome when viewed on mr. Aspiration resulteed in adcon-l like substance in syringe. (2) 2 cases of severe pain after 1 week. One of the pts had a recurrent disc, which needed a second operation. The other pt had a similar presentation and had a subsequent re-operations.